Event description:
It was reported that upon interrogation, the pulse generator exhibited an erroneous elective replacement indicator message. After a device firmware download, normal device function resumed. The device was reprogrammed and the patient would be monitored. It was noted that the device was exposed to therapeutic radiation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.